Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed an imaging core windup near the lap joint section with the drive cable coiled. Furthermore, the imaging window was detached near the lap joint section. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. An imaging core windup is caused by the action of twisting forces over the drive cable that encloses the coaxial cable and drives the rotation from the mdu to the transducer. This twisting force occurs when there is a difference in rotational speed between the proximal and distal end of the cable, this is often caused by friction with the inner walls of the sheath assembly. The friction generates a force opposing the torque exerted from the mdu, which would consequently cause the drive cable to twist into itself and break the coaxial cable in the process. Failures related to windup are traced to design characteristics of the device. Regarding the detachment of the imaging window and the coiled drive cable, there is evidence that the imaging core windup applies pressure over the lap joint section, causing the observed detachment. Consequently, this condition could lead the drive cable to lose support while rotating causing it looping around the sheath. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that an imaging issue occurred. The target lesion was located in a 75% stenosed, moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was opened for ultrasound examination of the target lesion. After flushing, the device was tested outside the body however there was no image. The motor was disconnected and reconnected and the device was flushed repeatedly, however the no image issue persisted. Despite turning the brightness setting, to maximum there was no visible image. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached near the lap joint section.